Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the surgeon had some concerns about the integrity of the staple line. There was bleeding so the surgeon felt the staple line after the device was fired. The surgeon indicated that some of the staple legs were almost straight on one side and was able to feel ¿poking¿ from some of the staples. This all occurred during the procedure. No information was currently available on the volume of blood lost or if a transfusion was required. No patient consequences have been reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the issue that occurred?

Event description:
It was reported that during a hemorrhoidectomy procedure, the staples appeared to be too high. There was no additional information available. There was no patient consequence. No device will be returned.